Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a sore near the garment strap. During the final follow up, the patient indicated that his daughter who was a nurse was treating the sore and that it was improving.